Manufacturer narrative:
(B)(4). PMA/510(k) number unknown.

Event description:
It was reported that the unknown biomet screw loosened in the patient's mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The reported unknown biomet screw was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. X-ray images were provided by the customer to aid in the investigation. No device lot number was provided so a device history record review and a complaint history review could not be performed without relevant item and lot information. It was reported by the complainant that the unknown abutment screw is suspected to have become loosed in the patient's mouth. An x-ray image was reviewed by an on staff clinician and subject matter expert and it was found that the complaint could not be verified. A root cause for this complaint could not be determined.